Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as reports 2134265-2009-04856 and 2134265-2009-04855. The target lesion was a type ii lesion in the left carotid artery with 5 mm reference vessel diameter, 8 mm length and 85% stenosis measured by nascet. Vessel/lesion positive for ulceration and moderate target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. The filterwire ex (190cm) was used for cerebral protection. Pta was performed using a maverick2 balloon dilatation catheter. Atropine 0.5 ui was given during the procedure. The patient experienced a minor stroke during the procedure. The event of stroke resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. The patient had a one month follow up exam in (B)(6) 2007. The carotid stent was patent with 10% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since the last visit. Six and twelve month assessments were not provided.